Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness on his back and an irritation under the front therapy electrode. Patient described the irritation as red, itchy, and broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest until the irritation heals. Follow up indicated that the skin irritation improved.